Manufacturer narrative:
B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl at the time of incident. Customer current blood glucose was 312 mg/dl. Customer stated symptoms related to high blood glucose that was headache. Customer was using insulin pump within 48 hours at the time of event. Customer alleged that the insulin pump was under delivering due to age of the insulin pump. Customer stated that the insulin pump was passed in self test and displacement test. The insulin pump will not be returned for the analysis.